Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test revealed evidence of the f-38 alarm. The reported condition was verified. Visual inspection noted damaged force sensing resistors (fsrs), which caused the f-38 alarm. The fsrs were replaced to address the condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.